Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the reset error test and no error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 313 mg/dl. Customer is taking predisone, which can cause the customer's blood glucose level to go high. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm is recurring during normal pump use. Customer also had a signal too low alarm in the alarm history. Insulin pump will need to be replaced. Customer was advised that they may continue to wear the pump until the replacement arrives. No additional information provided.